Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One guideright guidewire was received for evaluation. Many bends were noted along the guidewire. The receiving inspection was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bends remains unknown.

Event description:
During the pulsed field ablation (pfa) procedure for atrial fibrillation, a guidewire fractured. When a guidewire was placed in the left atrium the physician felt something abnormal while manipulating the wire so it was removed from the patient and it was observed to be fractured near the base of the j-curve. The guidewire was replaced with the same model and the procedure was completed with no adverse consequences to the patient.